Manufacturer narrative:
This case, with (B)(6) (system 1) is related to case with (B)(6) (system 2). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: 25 mg/dl (system 1) and 65 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.